Event description:
Analysis of the returned battery pack found that the battery failed full charge capacity testing as it should be >1240 mah but read 1213 mah. The battery also failed cycle count testing as it should have been 150 but read 213.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger, UDI#: (B)(4). H2. Please note, h6 codes b20 and c20 no longer apply to this report. H3. Analysis of the returned recharger (serial # (B)(6)) found no anomaly. The recharger tested ok, had no issues with finding an ins, and passed final functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) that ¿heat was generated during charging¿ with the recharger telemetry module (rtm). It was stated that the ¿overheating¿ had occurred with the rtm head and cable. There were no external factors reported that may have led or contributed to the issue. It was unknown whether the rtm was to be replaced as a result of the issue; the rtm issue remained unresolved at the time of report. There were no surgical interventions planned or performed and the patient was alive with no health damage at the time of report. No further complications were reported or anticipated.